Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
On (B)(6) 2020 it was reported the patient received a result of 568 mg/dl at 1:36 pm. At 2:42 pm she received results of 54 mg/dl and 151 mg/dl at 2:52 pm. The patient's son noticed she was disoriented, could not talk, and was falling asleep. The patient was unable to self treat and was given one tube of glucose and apple juice from her son and she began to feel better. Later in the day she received the following results within 15 minutes: 185 mg/dl and 100 mg/dl. On (B)(6) 2020, the customer was not doing well and her son took her blood glucose level. The result was 476 mg/dl at 12:57 pm. The patient´s son gave her 16 units of insulin because she was unable to self-treat. She had a seizure at 2:45 pm and became unconscious. The customer's son measured her blood glucose level again and the result was 70 mg/dl. Her son gave the customer one tube injection of medication and called the ambulance. They arrived around 3:10 pm. The emt's measured the customer's blood glucose result and got a result of 30 mg/dl the emt's gave the customer a tube of medication. The customer was taken to the emergency room, but was not admitted to the hospital. The patient was released the same night she was taken to the emergency room. Two vials of test strips were used. It is unknown which readings were taken with lot 101988 and which reading were with lot 101635.